Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The manufacturing group investigation identified the potential of a product quality issue related to the manufacture of the device. The reported event was concluded to be related to a potential product quality issue. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar incidents from this lot. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device via a 5fr sheath, after a peripheral interventional procedure. Reportedly, when attempting to advance the thumb advancer, resistance was felt and the sheath could not be split completely. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.